Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/11/2013: the device was returned to animas and evaluated by product analysis on 08/22/2013 with the following results: pump powers ¿on¿ and displays ¿verify¿ screen. The displays screen is dim and discolored, pump was opened and a test display screen was mounted. The pump was able to power up with a fully illuminated and colored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.